Event description:
It was reported by service report that the siderail will not latch in the upright position and the chrome is peeling from the spindles. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: spindle.